Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited radio-frequency overuse behavior, meaning the patient's at home monitoring system and device were having difficulty interrogating and communicating with each other. The system was being monitored and then recently, a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. At this time, they are going to continue monitoring the patient. The at home monitoring system has been unplugged and the patient will be checked in clinic in a few months to review the battery status again. No adverse patient effects were reported.